Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer wife is calling in regards to the customer getting high blood results when the blood test is performed. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-150mg/dl fasting. Verified the strips expire 12/20/2016. Customer confirms the strips have been properly stored and were first opened in (B)(6) 2016. Reviewed meter memory: (B)(6). The customer is concerned with the results of 475mg/dl, 280mg/dl and 234mg/dl in the meter's memory. The time on the meter is incorrect. The customer has not had any changes in diet. Customer takes lantis and novolog to manage his diabetes. The customer takes his blood test fasting that is why he is concerned with the high results.